Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified vein. Two 6.00mm/2.0cm/90cm peripheral cutting balloons were selected for use. During the procedure, at first inflation, it was noted that the first balloon ruptured. Another balloon was used, however, the balloon also ruptured at first inflation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:46 pm CT.the report number is being corrected from: 2134265-2018-64174to: 2134265-2018-63203.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified vein. Two 6.00mm/2.0cm/90cm peripheral cutting balloons were selected for use. During the procedure, at first inflation, it was noted that the first balloon ruptured. Another balloon was used, however, the balloon also ruptured at first inflation. The procedure was completed with another of the same device. No patient complications were reported. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.